Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 15-nov-2023. H.6. Investigation summary: bd received 2 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for loose IV shield with the incident lot was observed. Additionally, the customer samples were evaluated by functional testing, each having their non-patient shield removed, and the indicated failure mode for loose IV shield with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose IV shield. Bd has initiated further root cause investigation relating to the issue of loose IV shield through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, two needle caps came off of the device prior to patient puncture. There was no claim of injury.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, two needle caps came off of the device prior to patient puncture. There was no claim of injury.

Manufacturer narrative:
In this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As sg tuas is an OEM manufacturing site. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.